Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported events are the following: since there are no problems at the time of connecting the 180 scope and there are no problems around the video connector, it is assumed that the event occurred because the device in question has passed more than 6 years since its manufacturing, and because the patient board (cr board) and the parts of dp1 board of the image line of the 190 scope have deteriorated over time due to long-term use. It is presumed that the device has been manufactured for more than six years, and that any component related to video transmission between the dp-board, dx-board and cm-board deteriorates over time due to long-term use, and that image recording cannot be performed on the dp-board, dx-board and cm-board.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s complaint of ¿the processor freezing when connected to the 190 series scope but not with 180 series scope¿ is confirmed due to a faulty distribution board. In addition, a faulty memory board caused an intermittent ¿e212 internal buffer write¿ error and was unable to save corrupted images. The unit was equipped with a new type switch and updated software. There was normal wear observed on the unit¿s housing and video connector.

Event description:
The service center was informed that during preparation for use, the image froze on the monitor when connected to the 190 series scope. However, the processor functioned as intended when connected to the 180 series scope. There was no patient involvement.